Event description:
The complainant reported that during impella placement, the medical staff suspected heparin induced thrombocytopenia was present when the patient's platelet count decreased. It is unknown if hemostasis was achieved. Weaning was successful, the device was removed, and the procedural outcome was the patient survived explant.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.